Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. A surgical photograph was returned for review; however, based on the lack of photographic evidence a specific cause with any statistical certainty could be determined.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon was stapling across the stomach. The device was closed and fired and cut but did not crimp the staples. The staples did not form. The size of the stomach was made smaller due to the event. The post op care of the patient should not be changed. Another device was used to complete the procedure. On what tissue type was the device used? At what location on the tissue? Stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Bourth firing. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? Peristrip. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? Did not appear to be is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: rep called back and provided additional information to the original call. The device was used with an ecr60b with peri-strips. Also used with the device was the ecr60w. The outer rows on the pouch side did not form, furthest from the cut line. The device was not fired across or near staples and/or clips. The device buttons and triggers returned to their prefired position without intervention. There was no issue removing the device from the tissue.